Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Procedure used: direct lateral interbody fusion, removal of previous cage levels implanted: l4-5 it was reported that intra-op, the moving part of the tip of the pituitary broke off as the surgeon was using the pituitary to remove a piece of peek from a previous surgery. The tip was separated from the rest of the pituitary. The product came in contact with the patient. No patient complications were reported. No fragment of the product remained in the patient.

Manufacturer narrative:
Additional information: product analysis: visual examination reveals the top jaw on the pituitary is broken off from what appears to be overload through a twisting motion. These instruments are designed to work in small places and can be overload with excessive force. If information is provided in the future, a supplemental report will be issued.